Event description:
The initial reporter received a questionable testosterone result from one patient sample tested on the cobas e 801 module. The initial result from the module was 12 nmol/l. The repeat result using "mass spec" (mass spectrometry laboratory method) was <1 (the unit of measurement was not provided).

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The qcs were within the specified ranges. The instrument log had multiple sample quality-related and liquid flow cleaning (lfc) alarms. The investigation did not identify a product problem. The cause of the event could not be determined.